Event description:
Customer reported via phone, the insulin pump had alarmed no delivery during bolus and it was due to bent cannula. Customer's blood glucose was unknown. Troubleshooting was not performed due to customer was reporting a past event. Customer agreed to return the reservoir for further analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.